Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
On april 7, 2021, olympus medical systems corp. (Omsc) received the literature titled ""microbiological monitoring of flexible bronchoscopes after high-level disinfection and flushing channels with alcohol: results and costs in the literature, it was reported that the result of the microbiological test might be using olympus endoscopes in 19 of 620 samples. As a result of the microbiological testing, the following microbes were detected. 18 scopes: bf-1t30, 3 of bf-p40, 3 of bf-p160, bf-uc180f, 3 of bf-1t180, bf-xp160f, lf-tp, 4 of lf-v, and an endoscope of competitor. Samples: 620 samples. Microbiologic results: a total of 19 samples ( 4 samples of streptococcus viridans, 2 samples of enterococcus faecium, 2 samples of candida albicans, staphylococcus aureus, enterobacter agglomerans, 4 samples of aspergillus fumigatus, 3 samples of pseudomonas aeruginosa, serratia marcescens, aspergillus niger). There was no other information about the infection in this literature. Based on the available information, specific information on the subject device and the microbiological testing was not provided. Therefore, omsc will submit 19 medical device reports (MDR) depending on the number of microbiological testing. This report is 13 of 19 reports about microbiological testing.